Event description:
It was reported that the device was used in an unknown procedure. It was reported that the clips were malformed. Another device was used to complete the case. There was no consequence to pt.